Event description:
It was reported to philips that the unit gave a check vent alarm for "blower temp high". The malfunction occurred while the device was in use and the unit was switched out. However, there was no patient or user harm, nor medical intervention reported. The customer indicated that code consistent with check vent: blower temperature high was found in the log. The filters are clean, and the cooling fan is running at 4100 revolutions per minute (rpm). The vent settings were CPAP of 14. Other alarms at the time of the event were high rate (high-rate alarm set to 70), high pressure, and high tidal volume. The customer cannot duplicate the error code consistent with check vent: blower temperature high. The philips remote service technician advised the customer to perform a full performance verification test (pvt) before returning the unit to service. The philips remote service technician also discussed the positioning of the vent in the room with the respiratory therapist (rt) to see if something could have been obstructing the air inlet and provided parts identification for the blower as needed. The customer indicated that the unit was tested and returned to service. After running the device for a lengthy period of time, customer has reason to believe that something like a curtain, was up against the intake and caused the issue. No parts were needed, and functionality is normal.